Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump took longer time to rewind and squirts the insulin during priming. The customer also stated that, the insulin pump also had random no delivery alarms and also stated that, the insulin pump battery life was down to 2 weeks and there are scratches on the display screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with minor scratched lcd window, cracked keypad overlay, keypad overlay texture damage, cracked case (battery tube), and cracked case-corner of belt clip rails. Device passed the displacement test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No prime/fill anomaly noted. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. (B)(4).